Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was unable to charge the ipg. The patient finds the pocket placement uncomfortable. The patient will undergo a revision procedure wherein the pocket site will be relocated and the ipg will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was unable to charge the ipg. The patient finds the pocket placement uncomfortable. The patient will undergo a revision procedure wherein the pocket site will be relocated and the ipg will be replaced.